Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 19. On (B)(6) 2024, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.